Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure the balloon failed to deflate. The target lesion was located in the posterior descending artery(pda). An apex flex otw 15mm x 1.50mm balloon catheter was advanced down the right coronary artery to the lesion in the pda. The balloon was inflated "fine" to unknown atms. When the physician attempted to deflate the balloon, the balloon would not deflate. A 20cc syringe was attached to the side port of the stop cock and while pulling negative on the syringe and the inflation device, the balloon was slowly pulled out of the pda even though the balloon was still inflated. The balloon was able to be removed into the guide and removed from the patient. The procedure was considered to be completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the catheter was visually, tactilely and microscopically examined and found a large amount of white residue/dried contrast blocking the inside of the inflation lumen. No further damage was found. Functional testing was performed by back loading a .014in guide wire fully into the tip of the received device. An encore inflation was attached to the received device and an attempt to inflate the balloon was unsuccessful. After soaking the catheter in a circulating 37°c water bath for twenty four hours, another attempt to inflate the catheter was also unsuccessful. The manufacturing batch record review confirmed that the device met all material, assembly and peformance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure the balloon failed to deflate. The target lesion was located in the posterior descending artery(pda). An apex flex otw 15mm x 1.50mm balloon catheter was advanced down the right coronary artery to the lesion in the pda. The balloon was inflated "fine" to unknown atms. When the physician attempted to deflate the balloon, the balloon would not deflate. A 20cc syringe was attached to the side port of the stop cock and while pulling negative on the syringe and the inflation device, the balloon was slowly pulled out of the pda even though the balloon was still inflated. The balloon was able to be removed into the guide and removed from the patient. The procedure was considered to be completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4)